Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response and button error due to corroded keypad traces. There was no moisture damage on the electronic assembly. The pump had motor error alarms during rewind due to corroded motor home switch. They were unable to perform displacement test due to motor error alarm. There was no moisture damage/leaks found inside the reservoir compartment. The pump had scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 185 mg/dl at the time of incident. The customer stated that the reservoir came apart inside the pump and the insulin leaked all over. The customer stated that over the past week the pump had been alarming motor error and button error. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.